Manufacturer narrative:
Citation: fukuda h et al. A real-world comparison of 1-year survival and expenditures for transcatheter aortic valve replacements: sapien 3 versus corevalve versus evolut r. Value in health. Article in press. Doi: 10.1016/j.jval.2020.10.022. Available online 19 december 2020. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# (B)(4), product code npt), evolut r (PMA# (B)(4), product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the clinical and economic outcomes of transcatheter aortic valve replacement (tavr) in japan through an analysis of real-world data. All data for tavr procedures performed between april 2016 and march 2018 was retrospectively collected from 145 hospitals via a government-managed database. The study population included 7,244 patients and 5,276 of these patients were treated with non-medtronic transcatheter valves. The remaining 1,968 patients (predominantly female, mean age 85 years) were implanted with medtronic transcatheter valves: corevalve (418) or evolut r (1,550). No serial numbers were provided. Among all corevalve and evolut r patients, 252 deaths occurred within one year after tavr. The causes of the deaths were not characterized. Based on the available information, medtronic product was not directly associated with the deaths. Among all corevalve and evolut r patients, post-tavr adverse events included: permanent pacemaker implantation and all-cause hospital readmission. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.